Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported that during transfer his leg brace became caught on the motorized wheelchair's footplate. The owner's manual warns, "the operation of the power wheelchair requires you to exercise caution and consideration for your personal safety and the safety of other around you."

Event description:
End user alleges while transferring out of the motorized wheelchair his leg brace became caught on the unit's footplate (in upright position) and he fell down. Allegedly, as a result of the incident the end user fractured his leg and was hospitalized.